Event description:
Customer reported receiving a meter reading of 259mg/dl while on vacation and dosed with insulin based on the reading. He reported that as a result of taking his medication while swimming in the ocean, he experienced weakness, stiffness in his arms and lost consciousness. He stated he had to be pulled out of the water by paramedics. Customer was seen at a local hospital and received an hcp meter reading of 118 mg/dl> he does not recall what diagnosis was given and stated he was given "only sugar and water" to counteract the medical event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.